Event description:
The customer reported that the insulin pump alarmed no delivery during manual prime. The customer blood glucose reading at time of the call was 400mg/dl. The customer called back and stated that the sensor was removed while being at the hospital, but it was nothing wrong with the sensor. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an unresponsive button as a result of a flattened dome switch on the escape button. Further testing was not performed due to the unresponsive button.